Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient had a catheter revision on (B)(6) 2018. No symptoms were reported. Event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018; the patient's weight was provided.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-20. It was reported that the patient experienced a loss of therapeutic relief/decreased therapeutic effect and a worsening of pain on (B)(6)2017. The programming date from the most recent refill prior to the event was (B)(6)2017 at 14:10. The pump was used to deliver compounded baclofen, fentanyl, and bupivacaine. Interventions included reprogramming and intrathecal rate increases on (B)(6)2017, (B)(6)2017, and (B)(6)2017. On (B)(6)2018, the rate was decreased and a catheter revision was scheduled. During the revision, the catheter was spliced and the tip was repositioned at c2 in an effort to improve pain control. No issues were found with the catheter. The outcome indicated the event resolved without sequelae on (B)(6)2018, andthe patient reported no pain on that date. The etiology indicated the event was possibly related to the device/therapy, not related to the implant procedure, and possibly related to the drug. No further complica tions were reported or anticipated.